Manufacturer narrative:
During the processing of the complaint, multiple attempts to obtain additional information were made without success. The EU IFU states special patient populations that the safety and effectiveness of manta has not been studied for patients with small femoral artery size less than 6 mm for 18f manta. The patient passed away due to deterioration after general anesthetic. The cause of the occlusion is inconclusive without receiving additional information. The lot number was not obtained; therefore, all possible lots distributed to that site were reviewed and no non-conformities were identified related to this incident. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for investigation. The EU IFU states special patient populations that the safety and effectiveness of manta has not been studied in pediatric patients or others with small femoral artery size less than 5mm (14f manta) or less than 6mm (18f manta) in idameter. Angiographic imaging will be requested from the site. Additional investigation into risk documentation will be performed, and device history record will be performed if lot # obtained.

Event description:
Patient underwent a tavi at trent cardiac center in (B)(6) on (B)(6) 2019. An 18f manta was used on the patient on the right side femoral artery. The patient had a 5.8mm artery. It was described that the deployment "went well" but angiogram showed no distal flow to the right side femoral artery. Physician attempted to cross from contralateral access, but "could not get a wire across." Patient was transported to (B)(6) campus where manta was explanted, and the access site was surgically repaired. Patient was transported back to (B)(6) center where it was described he/she "deteriorated and passed away on (B)(6) 2019." Patient was described as having a "history of comorbidities."